Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had pulled back into the coronary sinus (cs) ostium. It was noted that when the lv lead was implanted into a stable vein, the thresholds appeared to be stable and within normal limits. After slitting the catheter and connecting the lead to the device, the thresholds increased significantly. Fluoroscopy confirmed that the lead had pulled back into the cs. The lv lead was replaced to prevent dislodgement. No patient complications have been reported as a result of this event.